Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h10. A g7 curved acet shell inserter was returned and evaluated against the complaint. Visual inspection found the strike plate to have fractured from the remainder of the inserter. Discoloration, sporadic surface scratching, and scuffing were observed on the shaft. Impact marks were observed on the strike plate. Complaint sample was evaluated and the reported event was confirmed.the additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the instrument fractured when being impacted. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.